Event description:
It was reported that the doctor experienced scissoring clips and clips failing to load. The problem did not cause them to pull another device and was resolved in subsequent firings. There was no pt consequence.